Manufacturer narrative:
(B)(4). Maquet provides product failure investigation, analysis and corrective action for the device described in this report. A supplemental medwatch will be submitted if add'l info becomes available.

Event description:
It was reported that during priming, leakage was observed at the luer lock connector, above the hydrophobic membrane. The device was removed from the circuit and replaced with another device. No reported effect to the pt. (B)(4).